Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device will not be returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). With the provided information, it is inferred that the guidewire tip end was trapped between the stent and the vessel, where guidewire removal manipulation was applied against the resistance, resulting in the breakage of the guidewire due to the force exceeding the product design limit. The warning section of the instructions for use (IFU) stated: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, it may result in fragments being left inside the vessel. Do not practice stent delivery when using this guide wire for parallel wire technique. Separation or breakage of guide wire is one of possible complications and adverse events.

Event description:
It was reported that the prowater guide wire was used during implantation of an unspecified stent in the obtuse marginal branch. During implantation of the stent, the prowater guide wire became jailed between the stent and the vessel wall, and when the guide wire was attempted to be retracted the guide wire tip separated. The separated tip of the guide wire remains in the patient between the implanted stent and the vessel wall and the patient is being managed medically. No adverse patient sequela was reported. No additional information was provided.